Event description:
Prone b nebulizer tubing, adapter. 1. Tubing adapter pulls out easily. Rptr has lost 2. MFR is "back ordered" on adapter. Nebulizer cannot work without it. Machine not in use due to an undetermined amount of time to get part. 2. This is also a small part. Children can easily pull it out & swallow it. This product is given to pt's for home use. People at home with asthma need to have a working machine for any acute onset of illness. Not waiting for a "back ordered" part.